Manufacturer narrative:
(B)(4). The carefusion field service representative has scheduled an on site visit however it has yet to be completed.

Event description:
The customer stated that this unit is auto cycling. It is unknown if there was patient involvement at the time of the incident.

Manufacturer narrative:
The carefusion field service representative evaluated the unit and determined the root cause to be due to a broken flow sensor door. The door was replaced and the unit was tested where it was found to be meeting manufacturer specifications.